Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on. It is unknown when this event occurred. The quality engineer later determined this problem to be the damaged battery; this condition had the potential to interrupt delivery. The facility representative stated that there was no patient involved; therefore, there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that would not turn on was confirmed and reproduced during product evaluation. This condition was caused by a depleted main battey. The main battery was replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.